Event description:
It was reported that a dissection occurred. The 85-90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). The lesion was pre-dilated using a 2.75 x 16mm semi-compliant balloon. After deployment of a 3.50 x 16mm synergy drug-eluting stent (des) at 11atm, the stent was dilated with non-compliant 3.00x16mm balloon and a distal edge dissection was noted. The dissection was against the flow of blood and was covered with another 2.5x20mm synergy stent. The procedure was completed successfully and no patient complications were reported.